Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic calibration postponed message over and over. However, a separate arterial line showed good blood pressure and waveform. The patient was on venovenous extracorporeal membrane oxygenation (vv ECMO). The fiber optic waveform was noted to be dampened. The customer tried to recalibrate multiple times and removed and reconnected the fiber optic cable. They were advised to aspirate and flush the central lumen of the iab catheter to transduce, but the it would not aspirate. They were then advised to utilize the separate radial arterial line. This was connected to the console via the pressure port connection and a clean waveform appeared. They were able to zero the transducer and continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The technician was able to successfully aspirate the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.